Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed insulation pulled out slightly. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported when trying to use the controller to check battery level, they would get no device found. Pt had noticed this for several days. Pt said they were able to charge the implant last night (although charging took a long time and said it took 3 hours - pt said they let the screen go dark), and controller light was solid green when plugged into ac power, but still they got no device found when trying to unlock controller. Pt said they reset controller already and could only connect with recharger (rtm) plugged in. Pt connected with rtm during the call and reported controller 100%, implant 70%. Pt reset controller then tried to unlock without anything plugged in, and reported no device found. The issue was not resolved. No symptoms were reported. Additional information was received, pt got new controller, and says that they cant get past the setup screen when it asks them to plug in rtm. They then said when they use their old controller to charge up ins to 100 percent but has to stop charging to charge controller again as it depletes quickly. It was also noted the recharger was getting hot. Pt needed assistance walking through controller setup steps and after going through setup steps pt saw the no device found screen. Pt then was able to get back to the setup steps, finished pairing the controller and started recharging their ins with excellent charging quality (controller 100%; ins in the red). Pt confirmed that they know how to get stimulation back on once ins is recharged. Pt called back re-reporting information previously documented in this case. Pt needed assistance walking through controller setup steps and after going through setup steps pt saw the no device found screen. Pt then was able to get back to the setup steps, finished pairing the controller and started recharging their ins with excellent charging quality (controller 100%; ins in the red). Pt confirmed that they know how to get stimulation back on once ins is recharged.